Manufacturer narrative:
(B)(4). The device was manufactured december 21, 2014 ¿ december 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor delivered its contents at a faster rate than expected. The device reportedly ran out after 24 hours instead of 46 hours. The fill volume and drug were not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.